Manufacturer narrative:
Calibration and qc were acceptable. Based on the information provided, the investigation determined the event was consistent with pre-analytical handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The customer has had no further issues. The investigation is ongoing.

Event description:
There was an allegation of discrepant results for 3 patient samples tested for bil-d gen.2 (bild2) on a cobas c 503 analytical unit. Patient 1 initial result was 7.3 umol/l. The sample was repeated twice with results of 11.5 umol/l and 17.0 umol/l. On (B)(6) 2024 patient 2 initial result was 13.4 umol/l. The repeat result was 1.91 umol/l. Additional repeat results of 4 umol/l and 5 umol/l were provided. Patient 3 initial result was 13 umol/l. The sample was repeated twice with results of < 3umol/l and < 3 umol/l.